Manufacturer narrative:
Status and location of the device is unknown.

Event description:
Revision surgery was performed approximately 1 month post-operatively where a mesa screw at l3 was removed and replaced as well as the right side cobalt chromium rod. The reason for removal and replacement is unknown at this time. This report captures the mesa screw.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. The index level of this procedure was l4-5, this event was related to the adjacent level above. This event was initially reported as related to the surgery, yet relation to the device was listed as "unknown". Multiple attempts at receiving additional information were made, but nothing was received. Since device failure mode is unknown and device was not returned, an exact cause of the reported event cannot be determined.

Event description:
Revision surgery was performed approximately 1 month post-operatively where a mesa screw at l3 was removed and replaced as well as the right side cobalt chromium rod. The reason for removal and replacement is unknown at this time. This report captures the mesa screw.